Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: after the firing process, it was found that the staple line was not completed. Some staples were missed at the proximal part (approx 1.5cm) from the jaw. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.